Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarms) has been confirmed. Upon evaluation, there was an open white pulse wire in the trunk cable insulation and the electrode belt failed the pulse lead hi-pot test and te recognition test. The cause for the test failures was the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted form the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.